Manufacturer narrative:
Additional information was received regarding the reported event, indicating that the controller alarm self-resolved following the resolution of the placement silica. Additionally, the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During impella cp pump support, the patient experienced placement signal issues. Clinical stated the ao and lv placement signals had disappeared. There was also a subsequent controller failure alarm. Impella motor currrent and flows (2.6-3.0 lpm) remianed stable throughout. When staff was getting ready to swap to backup controller, alarm resolved with resolution of placement signals. Decision made to not swap out controllers and monitor. Intermittent loss of placement signals occured seveal times until the end of the procedure. This is considered a reportable malfunction.